Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the "threads¿ (female connector). This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment for three days. Alcavis was used on the transfer set. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.